Event description:
The following was reported to gore, on 1/30/24. From a retrospective study: on (B)(6) 2020, this 75 year-old patient underwent endovascular treatment, for a thoracoabdominal aneurysm. The patient was treated with a bolton branch device and eight gore® viabahn® vbx balloon expandable endoprosthesis devices to the celiac trunk (1), superior mesenteric artery (2), right renal artery (2) and left renal artery (3). The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted, as patent at the end of the procedure. On (B)(6) 2021, computed tomography angiography showed, an endoleak type 1c in the left renal artery. On (B)(6) 2021, the endoleak was resolved, during an endovascular reintervention. In which, one further gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the left renal artery (catalogue#: bxa063902e). Reportedly, the device was patent at the end of the procedure.

Manufacturer narrative:
B5.: describe event or problem was updated. The study coordinator stated, that the vbx devices that failed in each artery were the most distal ones. The lot/serial no. For these devices are not available. With the available information, we are unable to determine, the cause of this incident and assign a root cause. In the instruction for use, for the gore® viabahn® vbx balloon expandable endoprosthesis, the following is stated: adverse events: potential clinical and device adverse events: possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to endotension/endoleak.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with codes for the hospital and patient. H3 other code: as the device remains implanted, no further investigation can be performed. A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information like lot-/serial no. And which vbx-device exactly has failed, was requested from the study coordinator. No further information has been provided yet. Please notice that upon further review of this case this report was sent for the endoleak in the right renal artery where 2 gore® viabahn® vbx balloon expandable endoprostheses (vbx-devices) were implanted. In the reintervention only 1 vbx-device was implanted to solve the issue, what points at only 1 defective vbx-device (first proximal device bxa067902e). As we are unsure at this time where the endoleak happened we would take it upon and would also name the other second device (bxa065902e). Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. As the endoleak occurred in the right- and left renal artery, manufacturer report number 2017233-2024-04647 was sent for the endoleak which occurred in the left renal artery. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on 1/30/24 from a retrospective study: on (B)(6)2020, this 75 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a bolton branch device and eight gore® viabahn® vbx balloon expandable endoprosthesis devices to the celiac trunk (1), superior mesenteric artery (2), right renal artery (2), and left renal artery (3). The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient was noted to have an endoleak type 3b involving the bilateral renal arteries on march 4, 2021. This resulted in endovascular reintervention. Endovascular reintervention in the right and left renal arteries occurred on march 9, 2021 in which two gore® viabahn® vbx balloon expandable endoprosthesis devices (bxa062902e/ni and bxa053902e) were placed. The devices were patent at the end of the procedure.